Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: customer's husband had contacted manufacturer on (B)(6) 2021 and stated that customer had not received the replacement products. Husband stated that the customer had sought medical attention while waiting for the replacement products. Husband stated on (B)(6) 2021, customer had not been feeling well and had a headache and weakness. Husband had taken customer to the hospital. Customer's blood glucose test result when at the hospital was 400mg/dl (unknown if fasting or non-fasting). Customer was treated with insulin and her blood glucose went down to 224mg/dl. Customer was admitted and remained in the hospital until (B)(6) 2021. The doctor at the hospital had increased customer's dosage of metformin until her next follow-up appointment (husband did not know dosage). Doctor had also recommended customer test her blood glucose twice a day and also follow a strict diet. Husband stated customer is using another brand of meter provided by the hospital. At the time of the follow-up, husband stated that customer did not currently have any diabetic symptoms.

Event description:
Consumer reported complaint for dead meter. Husband is calling on behalf of the customer. The battery had never been changed, customer had just received the true metrix meter in (B)(6) 2021. The customer is using the correct battery for the meter. During the call, the true metrix meter did not power on using the power button or when a test strip was inserted. The customer feels well and did not report any symptoms. No medical intervention associated with the use of the product was reported at the time of the initial call.